Event description:
Information received notes that the device was in back-up mode, communication was not possible and there was no magnet response. A download was successful and measured data appeared normal. The device had previously reverted to back-up mode three times, but each time, normal function was restored with a software download. The physician was aware of this but did not want to replace the device. The patient was not pacemaker dependent.